Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal a tampon fell apart. She saw tampon pieces in the toilet after removal. She experienced pain, irritation, vaginal discharge and odor. She saw her doctor and was diagnosed with a yeast infection and prescribed diflucan. A vaginal exam was performed and her doctor confirmed no tampon pieces were left inside. Her symptoms have resolved.